Event description:
Consumer called to report comparing their meter readings with a lab reading. Analysis run on clark error grid using lab reading (35) as ref. Point vs. Bd readings of 90 yielded data points in the d zone of the grid, outside of acceptable limits.